Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm during testing. The pump was received with scratched lcd window, crack reservoir tube lip, cracked reservoir tube near the reservoir window and crack on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump was returned for analysis.